Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated. The reference samples for the lot 6007623 have been tested in trackwise record complaint (B)(4) on 15-jul-2025. Test results: the reference samples were visually inspected and flow tested. All test results were within specifications as per the test report (B)(4) complaint test report. Device history record (DHR) review: the lot 6007623 was manufactured according work instruction (wi) version 80 appendix 1 batch card for production of packaging room on 24-jul-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 10-jul-2025 against malfunction code adhesive patch anomaly. Only use if a specific malfunction cannot be determined and no description about failure type and lot 6007623, with 1 similar complaint identified. No harm associated with the other complaint. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to skin reaction with the infusion set on (B)(6) 2025. The patient also faced symptoms like itchiness swelling and redness. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states.